Event description:
Caller reported an occlusion alarm, but cts was unable to verify the alarm number in pump history. There was no adverse impact to the customer¿s blood glucose level. The customer, who experienced more than one previous occlusion event, resolved the issue by changing the infusion set and cartridge and resuming insulin. Despite the recurring nature of the occlusion issues, the caller declined additional assistance, leading cts to close the case.